Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The monitor and the cables were replaced and the issue was resolved. The monitor was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation system stopped working and displayed a blank screen. Site noted that they could hear the computer fans during the issue. Rebooting did not resolve the issue.